Event description:
It was reported that the pump exhibited an alarm and blank screen. The device would not shut off. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact, and the right plunger case was cracked upon receipt. Error codes could not be confirmed because the pump exhibited a blank screen and constant alarm. The customer reported issue was duplicated during the investigation process. Root cause of the blank screen with constant alarm was caused by incorrect process for software update by the customer. The software was updated from the bottom case to the top in order to correct the issue, and the right plunger case and associated plastic parts of the plunger head were also replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: 4000.